Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All audio tones were heard during the self test properly. The insulin pump was monitored for several days. No unexpected audio anomaly, battery power loss, or rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rewind was louder than usual. Insulin pump was powered off randomly without prior alert. Insulin pump damaged near buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.